Event description:
The customer stated that the system locked up with about 12 patients connected to it. The mouse froze and wouldn't move. As a result, the customer lost centralized monitoring for approximately 55 minutes. During that time, patient monitoring continued at bedside.

Manufacturer narrative:
Method: tech support and engineering analyzed the log files to confirm system freeze. Results: it's likely that the system freeze resulted from pulling the keyboard cable out. Even if it's reinstated, the system will freeze until rebooted. Manufacturer's evaluation summary: the device is an installed centralized patient monitoring system that utilizes a sun ultra 10 central processing unit (cpu). In 2007 the system halted for an unknown reason. The customer reported that the system locked up with 12 patients connected. Oftentimes on the sun ultra systems, disconnecting the keyboard cable will cause the system to lock up like this, but we have no evidence that this is what happened. The customer called welch allyn tech support soon afterwards. Tech support assisted the customer in rebooting the system and restoring normal operation 55 minutes after the system originally became unresponsive. This is the second recent MDR for this customer and this serial number system for the same symptoms. Reference earlier MDR 3023750-2007-00012. We have followed up with the customer and offered a keyboard and power cable retention kit to attempt to reduce these intermittent system halts that may be caused by occasional partial disconnection of the keyboard cable. Even though centralized monitoring was lost during the time that the system was down, patient vital signs monitoring continued at beside with the local bedside patient monitor for any patients connected to the system. There were no patients harmed in any way by the event. By event here, we mean the loss of centralized monitoring.